Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away due to a cardiac arrest and diabetes type 1. It was reported that the customer was wearing the insulin pump at time of death. It was stated that the insulin pump was not found at the customer's house, and the paramedics were the last holding the insulin pump while the customer was taken to the hospital due to the cardiac arrest. No further info was provided.